Event description:
The account alleged the head end brake casters will not lock when the brake is set. No patient impact.

Manufacturer narrative:
The technician found a broken brake linkage rod. The technician installed a brake steer upgrade kit to resolve the issue.